Event description:
A physician reported that labetalol (normodyne, trandate) was infusing via a colleague device, during an intubation of the patient when it was noted that the blood pressure (bp) began to drop. The male patient was started on an infusion of labetalol 100 ml of normal saline to infuse at 10ml/hour via a colleague single channel infusion pump. The physician was intubating the patient, when it was noted that the blood pressure was decreasing. The infusion of labetalol was to be discontinued. The patient's blood pressure did not improve, the patient became unresponsive and it was noted that the infusion of labetalol continued to infuse at 100ml/hour. The infusion was discontinued and CPR was initiated. The reaction abated after stopping the labetalol. The reaction did not reappear after the medication was reintroduced. No labs were drawn. Cardiopulmonary resuscitation (CPR) and drug therapy (unknown) were required to resolve the event and restore the blood pressure. The patient outcome is unknown at this time.

Manufacturer narrative:
The event history has been downloaded, and a request made to return a copy to the product analysis lab (pal) for evaluation.